Manufacturer narrative:
On october 19, 2021, the mentor failure analysis lab received the right side device lot number 5883991 for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. After multiple follow ups and no response, the side affected (reported with the adverse event) has been updated form left to right. If further information becomes available, the information will be updated, and supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 12, 2021, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On november 15, 2021, mentor became aware that the replacement device information was inadvertently missed under the previous follow up 1 report. The devices used on (B)(6) 2021 were catalog number 3505251bc; serial number (B)(6) on the left , and catalog number 3504751bc; serial number (B)(6) on the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 23, 2021, device was re-evaluated since permission to analyze device was received. Updated device evaluation summary: mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 350cc breast implant was observed to be ruptured. Also, the device was received in three pieces. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 18, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 350cc breast implant was observed to be ruptured. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. As the authorization form for examination was not received the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture. The evaluation was limited to non-destructive testing. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent primary breast augmentation with a 350cc mentor memorygel breast implant and experienced breast implant rupture on her left side postoperatively. As a result, the device was explanted on (B)(6) 2021.